Event description:
Glidescope was plugged in and turned on in anticipation of use. Laryngoscopy commenced and at the same time the glidescope began to self shut off. The item has an automatic turn off that only gives about 10 seconds notice before turning off, even if the item is plugged in or battery is full. This was not long enough to complete laryngoscopy and a second attempt was required using a backup method.